Manufacturer narrative:
A medtronic representative, went to the site to service the equipment. The high voltage tank, inverter assembly, active clamping circuit, power conversion module, ac dual start module, charger enclosure, power supply, generator power supply, power tray, ipm driver, stand alone isolated power supply, and charger enclosure were replaced, due to high voltage arcing failure. A system checkout was performed and the system is working as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D10: below are the lot number of the components listed with there corresponding lot number. Product ID: bi71000175, lot: fvjsl, product ID: bi71000468r, lot: s2032brq product ID: bi71000469, lot: t202694 product ID: bi71000230r, lot: s2010mdy product ID: bi71000860r, lot: xc20490019 h3, h6: the charger enclosure was returned for the product analysis. The charger enclosure passed visual inspection and was installed into a test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Dash software confirm each node charging as expected. Battery indicator illumination failed. Charger enclosure backplane defective. The inverter was returned for product analysis. Visual inspection confirmed damage in the insulated-gate bipolar transistor (igbt) and an open in capacitors. The tank was returned for product analysis. The tank kit failed bench testing. The resistance between j1e to j1a, j1d to j1a and j1k to j1k to j1a failed; open. J1f to j1g, j1h to j1g, c-s and c-l failed, measured low resistance. The power supply was returned for product analysis. The ps1 power supply was tested by using cba IV pro 58250-1015 cba4/p computerized battery analyzer pro 45049. Bench test failed. 5.100vdc output voltage drifted to 5.224vdc. The power enclosure was returned for product analysis. Visual inspections showed components c-9, c-11, c-130 and c-131 were electri cally over stressed. B01, c02, d02 are all applicable to the analyses above. The booster board was returned for product analysis. The board was installed into test system c1396. The system booted and readied as normal. Motion, communication and charging were successful. Multiple 2d and 3d images were acquired and also successful. The system powered on as expected and remained on and functional while under test. No problem found. B01, c19, d14 are applicable to the booster board analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was reported that the issue occurred during a cervical spine procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the power control board assembly generator starter board was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed fdm b01, fdr c02 and fdc d02 are applicable to the power control board assembly generator analysis. Lot number: s2027pxd h3, h6: the power supply was returned to medtronic for analysis. Testing was conducted and electrical failure was confirmed fdm b01, fdr c02, and fdc d02 are applicable to the power supply analysis. Lot number: v19200074 h3, h6: the power control board assembly generator was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. Fdm b01, fdr c19, and fdc d14 are applicable to the power control board assembly generator analysis. Lot number: s2028sgg additional aro information: per sop-cpa-05, it was determined there was an accidental radiation occurrence due to early termination of acquisition. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation concluded that the issue was due to hardware. Per (B)(4) multiple components replaced to resolve issue. Estimated 3d dose absorbed (patient): = 12.5 msv number of people exposed: 1 - patient total number of people in or unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an (B)(4) system being used intra-operatively. It was reported during a procedure that when the site closed the unit around the patient, the system made two loud noises and completely powered off while attempting a spin. The site was unsure if the issue originated from the (B)(4) acquisition system (ias) or the mobile viewing station (mvs). They were unable to open the doors or complete the manual door open procedure, and were forced to remove the patient from the table and the system was still around the table. The use of medtronic (B)(4) and navigation was aborted. There was no impact to the patient reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: b i71000176. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.